Event description:
It was reported that bd rep. Received a phone call on 06-aug-2021 by clinical nurse specialist. Reports a colleague was insertion a PICC 2 days ago. After PICC advanced into patient, patient developed symptoms of anaphylaxis (elevated hr, rash) when PICC flushed with pre filled saline. Requiring pace call and IV dexamethasone. Patient reported ok as of now. PICC remain in situ. No product to return. Course of treatment changed: yes; required treatment for anaphylaxis medical intervention: yes; pace call. IV dexamethasone patient allergy history: unknown. Additional information received: it was stated clinician has decided to remove the PICC. Patient has had a midline inserted, and flushed with posiflush and had no adverse reaction. There is no additional information at this stage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of anaphylaxis was inconclusive because certain clinical conditions can neither be confirmed, nor conclusively linked to product use. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Blood residue was visible within the red-luered extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, the red-luered lumen was partially occluded by blood products. Tactile inspection of the sample as unremarkable. Microscopic inspection of the sample did not reveal any damage or defect. While no device defects were observed during evaluation, possible patient sensitivity could not be assessed. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1976 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that bd rep. Received a phone call on (B)(6) 2021 by clinical nurse specialist. Reports a colleague was insertion a PICC 2 days ago. After PICC advanced into patient, patient developed symptoms of anaphylaxis (elevated hr, rash) when PICC flushed with pre filled saline. Requiring pace call and IV dexamethasone. Patient reported ok as of now. PICC remain in situ. No product to return. Course of treatment changed: yes; required treatment for anaphylaxis. Medical intervention: yes; pace call. IV dexamethasone. Patient allergy history: unknown.